Event description:
It was reported that the atrial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): ssr303b implantable pulse generator (ipg) 2000-(B)(6), ssr303b implantable pulse generator (ipg) 2000-(B)(6). (B)(4).